Event description:
It was reported to baxter (B)(4) that one (1) ce intermate sv 200 device was observed leaking during filling with normal saline. There is no patient involvement; therefore, no report of patient injury or medical intervention. This is report 2 of 2 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leak" was confirmed, due to a missing film wrap during the manufacturing assembly process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. To correct this condition, baxter has implemented a sensor within the intermate bladder stuffer capper machine (bscm) to detect when the film wrap roll is about to finish and requires replenishment. This sensor will stop the bscm from continuing assembly until the roll is replaced. In addition, a vision system was implemented to verify the presence of the film wrap and heat stake. Lastly, baxter is conducting a 100% visual inspection post assembly of the intermate devics. This is a single use device and will not be repaired. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4).the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.